Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. The objective lens had a cracked meniscus. In addition, the following reportable malfunctions were identified during the device evaluation: distorted image, cracks on side of video connector, dents on distal edge were found. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope has a broken lens. The issue was found during preparation of an unspecified procedure that was completed with a similar device. There were no reports of patient harm.

Event description:
It was reported that the rigid video scope has a broken lens. The issue was found during preparation of an unspecified procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.